Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the permanent cautery spatula (pcs) instrument broke at the chest entry site, resulting in loss of a plastic component. An initial inspection of the instrument was performed prior to use, which focused above all on the presence of the integrity of the metal blade and no apparent anomalies were identified. However, with the view on the monitor (magnified), a missing fragment at the beginning of the procedure was observed. The surgeon was immediately notified and inspected the chest cavity at the end of the procedure. No fragments were found. No additional surgical procedure required for the removal of the fragment. No post-operative examinations, such as x-ray or ultrasound were performed. The procedure was completed with no reported injury.